Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the device tore while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Visual evaluation noted that the fibertape was frayed and cut, suture tape was frayed at the rounded area and the blue suture did not have any issues. No visual issues were found on the returned button of the tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair. Functional test was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.